Event description:
It was reported that a critical pump alarm was heard and confirmed by telemetry. The alarm was noted on (B) (6) 2010, and was determined to be due to a pump motor stall. The stall occurred on (B) (6) 2010; no recovery was noted as of the day of the report. The patient fell in the afternoon the day the pump stalled. The patient experienced a change in therapy effect with increased spasticity. The hcp planned to manage the patient's symptoms. The pump contained baclofen (lioresal) 500ug/ml. The pump was explanted and replaced on (B) (6) 2010. Final patient outcome was not reported.

Manufacturer narrative:
(B) (4).